Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer's high blood glucose level was 500 mg/dl. Customer's another blood glucose was 345 mg/dl. Customer treated high blood glucose with insulin pump. Customer treated low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the infusion set had bent cannula. The insulin pump will not be returned for analysis.